Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 06/04/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not> involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported display leds not turning off - disp brd. There was no patient involvement.